Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 2 of 2. E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion set leakage at site event on 02-jun-2024. Infusion set has been for 1 day. No further information available.